Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the complaint device was not received for analysis.  The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
(B)(4) study. It was reported that the patient had a non st elevation myocardial infarction. In (B)(6) 2013, the subject presented due to unstable angina and was subsequently diagnosed as a myocardial infarction and was referred for cardiac catheterization. The target lesion was a de novo lesion located in the mid right coronary artery (rca) with 90% stenosis and was 8 mm long with a reference vessel diameter of 3.5 mm. The physician treated the lesion with direct stent placement using a 3.50 x 16 mm promus element plus stent. Following post dilatation, residual stenosis was 0 %. One day post procedure, the subject was discharged on aspirin and clopidogrel. On an unspecified date, the subject was diagnosed with non st elevation myocardial infarction and was hospitalized. No further information is available at this time.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that on (B)(6) 2013, the subject presented. The next day, the event was considered as resolved. Two days from admission, the subject was discharged.